Event description:
On (B) (6) 2010, the pt experiencing elevated blood glucose. She stated her normal blood glucose level is 500 mg/dl. She attributes elevated blood glucose to stress and not bolusing enough insulin to cover carbohydrates. She began a new insulin today and her blood glucose has been below 300 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.